Manufacturer narrative:
No display or audio anomaly was noted and the insulin pump passed the self test and the displacement test. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer's mother reported via phone call that the insulin pump had a keypad anomaly. The insulin pump would go from one screen to another, make noises, and she could not stop it. She was trying to change her site when the buttons stopped working. The customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.